Event description:
The consumer reported that the patient had the gastric device put in on (B)(6) 2015. The patient had to have a hysterectomy because their bladder dropped. The only issue with the device was that between having the implant surgery and also having surgery for their hysterectomy had caused some pain in the stomach. The pain began about 3 weeks ago in 2016. The patient was told by their health care provider (hcp) that the pain was related to having the implant surgery and hysterectomy surgery. The patient was told by one hcp that their unit was set at 10v. The patient went to see another hcp a few weeks ago and they said they were set at 6v. The patient went through the store security gate and 3 times it beeped. This happened some last year and some this year. The patient didn't know if going through the store lowered the level to 6v. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.